Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving bupivacaine, clonidine, and dilaudid via an implantable pump for unknown indications for use. It was reported that the patient had been in the hospital for over a week with excruciating pain. The pain was uncontrollable and they were screaming in pain for the last 2 hours of the night and they did not have enough bolus's to cover the pain. They were having spasms throughout their whole body. They were told it was due to being constipated but they were not constipated and were still getting the spasms. The patient had no falls or trauma. They spoke to their managing healthcare provider (hcp) today who was now aware of the issue. The pain was pain the pump typically covered. The hcp wanted them have magnetic resonance imaging (MRI) but they need to get the information for the implanted pump faxed to them.